Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed there appears to be an obstruction under the output orifice at the distal tip. Functional inspection was performed and showed there was no water flow as the feed line was connected to the water supply. The feed line was disconnected from the pump cartridge which allowed water to flow directly to the feed line fitting at the pump cartridge. This was a manual prime. The unit still would not prime. The root cause is an obstruction. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that after unpacking, it couldn't pour into water. It is unknown if there was a backup available.